Event description:
A pt reported experiencing inaccurate low results with a otbe meter. The pt's blood glucose results were 134 mg/dl vs. 332 lab. Tests were done within 10 minutes with a difference of 55%. Pt did not experience any adverse events. No further info has been reported.